Event description:
During the ablation procedure, it was noted that the right ventricular (rv) lead had dislodged. The dislodgement of the lead was verified by fluoroscopy. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.